Event description:
It was reported the patient died one month and seventeen days post implant of a device and two leads. The cause of death has been requested and not received. Follow up with clinic reported she does not think the patient death had anything to do with the device.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found. (B)(4): proximal segment of the lead returned and analyzed. No anomalies found. Visual analysis performed only.

Manufacturer narrative:
Asku

Event description:
It was reported the patient died one month and seventeen days post implant of a device and two leads. The cause of death has been requested and not received.